Manufacturer narrative:
The correct date for MFR #3004209178-2017-06329 should have been 05-13-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient had a pain pump that had malfunctioned and stopped working. The patient was asking if it was correct that they could take pain medication orally until the healthcare provider (hcp) replaced the pump or if they had to stop pain medications prior to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received from a patient who was receiving an unknown drug via an implantable pump for pancreatic and non-malignant pain. The patients pump was recently redone after only having it for one year. No symptoms were mentioned, no further complications were anticipated/reported. Device registration records showed that a catheter was replaced on (B)(6) 2017.